Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem -o- lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the large hem -o- lok clip applier instrument would not allow the clip to fully close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while the surgeon attempted to use the clip while clamping on tissue. Issue occurred during the 1st clip application. A backup was used to resolve the issue. The instrument was sent in to isi for analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem -o- lok clip applier instrument was found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. The complaint was confirmed by failure analysis. The probable root cause is attributed to loosen grip cable.

Event description:
Refer to h11 for follow-up information.